Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They had done set changes. The customer¿s current blood glucose level was 437 mg/dl. Troubleshooting was performed and insulin exited without incident. There were no air bubbles and leaks. The customer mentioned that they had been having air bubbles and blood on site when she removed the previous infusion set. They will be sent a tubing clamp to perform the basic occlusion test. The device will not be returned for analysis.